Event description:
A female patient was diagnosed with a corneal abrasion in her right eye while using renu multiplus multi-purpose solution. In 2006, the patient presented to her eye doctor with a complaint of intense pain when she tried to wear her contact lenses. She had made several attempts to remove the lens from her eye, but failed. The contact lens was removed in the doctor's office. Cyclogyl 2% and vigamox drops were instilled and a patch was applied to the affected eye. Next day, the patient returned for a follow up visit, the eye had improved and the patch was removed. Tobradex ophthalmic drops q2h was prescribed. The patient's symptom had greatly improved when she returned to the office 4 days later. The paient was instructed to taper her usage of tobradex over the next four days. The physician noted that initially, the patient experienced a decrease in visual acuity (va). In her follow up visit in march, she had infiltrative epithelial defects. On her last visit, the patient had subepithelial edema; however, her va had returned to normal and there was no scarring. The physician did not attribute the event to any specific product.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renumultiplus formula is effective, meets all performance criteria and no causal factor are identified with the reported event.